Manufacturer narrative:
The investigation has been completed. Major bleed : the cause of the injury was not determined since the product was not returned and insufficient clinical details were provided. Device history review: the pump passed all the post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp developed a gastrointestinal (gi) bleed. Systemic anticoagulation was withheld to obtain hemostasis. Several days later, the patient had an upper gi bleed and had to get reintubated for an endoscopy. The source of bleeding was found and intervention was done. The patient was escalated to impella 5.5 to support coronary artery bypass graft (CABG) and ventricular septal defect (vsd) repair. After the patient had CABG and vsd repair, the patient soon expired while on impella support.

Manufacturer narrative:
A.4 is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.